Event description:
Caller called to report having breast implant illness, rash, pain, lupus, rheumatoid arthritis, chronic fatigue, pulmonary embolism, headaches, microvascular disease, multiple cysts throughout her body, scoliosis, stones in the carotid artery that cause pain and tenderness in her neck and osteopenia. The reporter states that when she had her breast implants removed that the left implant was sticking to her tissue and had to be cut out and removed.